Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-02736.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02736. It was reported that the patient was not receiving adequate therapy. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Device 2 of 2; reference MFR. Report# 1627487-2019-02736. Follow up revealed that the patient's leads were explanted and replaced, and therapy was restored post-op.